Manufacturer narrative:
In an evaluation of the device by physio-control, a complete functional test was performed. Error codes were observed relating to the reported event, but proper operation was observed. The system pcb and transfer relay assemblies were replaced as a preventative measure, a complete functional test performed and proper operation observed. The device was returned to the customer for use.

Event description:
Paramedics responded to a person described as in full cardiac arrest. According to the reporter, the device was charged three times but would not transfer energy to the patient. An unk number of subsequent countershocks were successfully delivered. The patient was transported to the hospital where he was later pronounced. The reporter indicated the reported malfunction did not cause or contribute to the death of the patient. The reporter based their opinion on the attending paramedic's assessment of the patient's viability and the subsequent proper operation of the device.